Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the sheath was already kinked. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the sheath was already kinked. The device was not used and hemostasis was successfully achieved by manual compression. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 6 fr. It was reported that there was no health damage to the patient.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.